Event description:
It was reported that the usb cable was damaged and would no longer work to charge the pump. Additionally, the cable wires were exposed. Reportedly, the customer was able to charge the pump with an alternate cable. There was no reported adverse impact to customer's blood glucose level. Replacement cable was sent to the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.